Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7136575/7137205.

Event description:
It was reported that the patient had been ill since the spinal cord stimulator (scs) was implanted. The physician was unsure of the cause of patients issues. The patient was prescribed with three different antibiotics and underwent an explant procedure. All device components were removed and kept by the medical facility. No device malfunction suspected. Upon follow-up, patient was feeling better however the c-reactive protein (crp) level was still elevated.